Manufacturer narrative:
An event regarding altr ( adverse local tissue reaction) involving an unknown trident shell was reported. A review of the available information by clinical consultant confirmed altr and shell malposition. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant noted that: cup position appeared adequate for inclination with 42° although anteversion was with 4° on the very low side and might predispose to impingement and subluxation. The first factor to consider is the extent of capsular calcifications. This case is an example of such a problem although these calcifications are dense enough to become visible on regular x-rays as reported in the publication. There are diffuse speckled calcifications throughout the whole hip joint that are not without biomechanical effect. They stiffen up the hip capsule locally to a high degree and thereby impair the potential movement of the femoral head within the acetabular component and thereby contribute to a "soft tissue related impingement" condition in the arthroplasty causing increased bending moments across the stem taper and head section during daily movements. Increased bending moment across the taper connection translates into increased corrosion risk with all potentially related adverse consequences such as trunnion corrosion and altr. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low anteversion contributing to overload across the bearing together with capsular calcifications to increase tissue compliance of the hip joint capsule increasing the bending moment arm across the femoral head/taper junction have contributed to trunnion corrosion with metal ion release and pseudo tumor formation requiring revision surgery. If further information such as device details becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 4 following subluxation, 57 months after implantation. The patient had brooker grade 1 heterotopic ossification (ho), described as having fine calcific changes in the periarticular tissue, not typical of ho. Pre- and intra-operative investigation data is reported in the manuscript. A pseudo tumor was discovered intraoperatively, which was not recognized by pre-operative imaging. The authors report that the subluxations were associated with unrecognized adverse local tissue reaction due to corrosion at the trunnion and pseudo tumor formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis.